Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). No calibration influence observed. The qc was within range prior to the samples' measurements. No bubbles, foam, or visible clots were observed during the visual inspection of the samples. The instrument surface was dirty. The analysis of the provided images showed that the active gripper wheels were covered with dust. It also showed that the affected sample showed a particle right in the pipetting area, which was cleared after the first pipetting. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 4 patients' samples tested with elecsys troponin t hs (tnths) assay on a cobas e 801 analytical unit. Patient 1: initial result: 59.3 ng/l. 1st repeat result: <3.0 ng/l (it was auto-repeat). 2nd repeat result: 3.69 ng/l (tested on a different e 801 analyzer). After high-speed centrifugation of the sample, the supernatant was tested, resulting in a value of <3 ng/l. After removing the supernatant, the bottom of the sediment was resuspended and retested, resulting in a value of 3.56 ng/l. No questionable results were reported outside the laboratory, as they did not match the patient's clinical diagnosis. Patient 2: initial result: 18.2 ng/l. 1st repeat result: 4.4 ng/l. 2nd repeat result: 4.5 ng/l. After high-speed centrifugation of the sample, the supernatant was tested, resulting in a value of 4.05 ng/l. After removing the supernatant, the bottom of the sediment was resuspended and retested, resulting in a value of 34.5 ng/l. Patient 3: initial result: 45.7 ng/l. 1st repeat result: 35.1 ng/l. 2nd repeat result: 34.3 ng/l. After high-speed centrifugation of the sample, the supernatant was tested, resulting in a value of 34.3 ng/l. After removing the supernatant, the bottom of the sediment was resuspended and retested, resulting in a value of 34.4 ng/l. Patient 4: initial result: 18.8 ng/l. 1st repeat result: 12 ng/l. 2nd repeat result: 12.2 ng/l. After high-speed centrifugation of the sample, the supernatant was tested, resulting in a value of 11.5 ng/l. After removing the supernatant, the bottom of the sediment was resuspended and retested, resulting in a value of 17.4 ng/l. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The elecsys troponin t hs (tnths) result from the resuspended sediment should not be included, as this represents an off-label use. The assay is developed for the determination of troponin t in serum or plasma. A general reagent or analyzer problem can be excluded because the qc before the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Section b7 was updated. We received an allegation about discrepant results for an additional 3 patients' samples tested with elecsys troponin t hs (tnths) assay on a cobas e 801 analytical unit. Patient 5 and patient 6 were tested on 07-aug-2025: patient 5: initial result: 99.8 ng/l. 1st repeat result: 25.5 ng/l. 2nd repeat result: 25.2 ng/l. Rerunning the supernatant yielded a result of 25.4 ng/l. After removing the supernatant, the bottom of the sediment was resuspended and rerun, and the result was 28.9 ng/l. Patient 6: initial result: 72.4 ng/l. 1st repeat result: 7.9 ng/l. 2nd repeat result: 8.0 ng/l. Rerunning the supernatant yielded a result of 7.87 ng/l. After removing the supernatant, the bottom of the sediment was resuspended and rerun: the first result: 44.9 ng/l. The auto-repeat result: 29.7 ng/l. Both samples were centrifuged and tested after a coagulation time of more than 1 hour after collection. Patient 7 was tested on 28-aug-2025: initial result: 251 ng/l. 1st repeat result: 6.2 ng/l (automatic repeat). 2nd repeat result: 6.43 ng/l. 3rd repeat result: 6.14 ng/l (after mixing the sample). 4th repeat result: 6.51 ng/l (repeat test on the bottom portion of the sample after high-speed centrifugation). No abnormalities were visually observed with the sample. The analysis of the provided images for: the sample for patient 5 showed no abnormalities. The sample for patient 6 showed film, particles, and a fibrin strand at the tube wall. The sample for patient 7 showed a light film. The investigation is ongoing.